Event description:
The provider states the unit had a right motor fault which translates to a bad left motor. The provider states when he removed the motor gearbox, the grease leaked out. No property damage.